Event description:
Add'l info rec'd from rpr 9/26/01: left shoulder mass.

Event description:
Add'l info rec'd from rptr 9/25/01: hallux valgus bilaterally.

Event description:
Removal of possible ruptured silicone breast implants and replaced with saline. Silicone was found outside the implant.